Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2018, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2019, at a follow up examination, a type ii endoleak was suspected. Aneurysm size was unknown. On an unknown date in (B)(6) 2020, at the follow up examination a type ii endoleak or distal type I endoleak was suspected. Aneurysm enlargement of unknown amount was also detected. On (B)(6) 2020, a reintervention was performed. A distal type I endoleak was confirmed during the reintervention. The left internal iliac artery was coil embolized and a stent graft was implanted in the left external iliac artery. The previously suspected type ii endoleak was not seen. No endoleak was detected at the final angiography and the procedure was completed. The physician's comment: two legs were implanted overlapping in the left common iliac artery, so radial force by stentgrafts might have possibly contributed to the aneurysm enlargement.